Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) in may. The device was unable to be interrogated. A request for additional information has been made. No additional information was available. There were no adverse patient effects reported.